Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During a a follow up of a defibrillator with the smartview version 3.16, after the right ventricular checks, no impedance displayed in the table, only the dates were visible. After the session has been closed and then re-opened, the impedances were displayed.

Manufacturer narrative:
The conclusions are as follows: right ventricular threshold test was performed but right ventricular impedance test was not performed. Since no right ventricular impedance test was not launched, the impedance value remained unchanged. Nevertheless, at the tablet¿s reception, a pop-up message appeared indicating ¿& badimplant¿. It is related to a known issue. To solve this issue, a smartview 3.16 version will be done.

Event description:
During a follow up of a defibrillator with the smartview version 3.16, after the right ventricular checks, no impedance displayed in the table, only the dates were visible. After the session has been closed and then re-opened, the impedances were displayed.